Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring before it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within normal range. The customer planned to utilize multiple daily injections as a backup therapy while technical support arranged for a replacement pump and provided instructions for returning the problematic pump using a prepaid label.